Event description:
The patient contacted animas on (B)(6) 2012 reporting that the download and bolus history are not accurate. The patient stated that all of the boluses were given through the meter but bolus history showed at least one given through the pump but he did not give the bolus. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
(B)(4): review of the black box and download history showed no un-programmed boluses were recorded in the bolus history. On testing, there was no hypersensitive keypad buttons noted. The pump was set for 1 unit per hour basal rate and a 24 hour duration test was performed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigation was unable to duplicate the complaint. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.